Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Upon receipt of the device, a new failure mode of insulation breach has been identified, thus constituting a new awareness date. The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and the distal tip of the insulation is damaged. Failed insulscan test near the distal tip. The probable root causes could be handling during cleaning/reprocessing, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and the distal tip of the insulation is damaged. Failed insulation integrity test near the distal tip. The probable root causes could be handling during cleaning/reprocessing, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.